Event description:
Patient admitted for anterior lumbar interbody fusion, anterior diskectomy. During procedure, the surgeon was using the synthes screwdriver to tighten a screw. The tip of the screwdriver broke off and stuck in the plate where a screw would be. The surgeon was unable to remove the broken off tip. Device came from synthes tray, not owned by facility. Device was taken by the representative of synthes.